Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling. It was also found the customer had button error alarms on the insulin pump. Customer's blood glucose was 571 mg/dl. Customer treated their blood glucose with an old insulin pump. The customer could not recall any significant events leading to the keypad issues. Customer reported possible moisture exposure from sweat to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No button error alarms were noted. However, the up arrow button did not respond due to corroded keypad traces. No scrolling numbers on the display were noted. No moisture damage on the electronics or motor noted. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.